Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this failure mode. The filter was returned and met all required specifications. The complaint investigation is inconclusive for the failure of the filter to fully expand upon deployment, as no images were provided for review. Based upon the available info, the definitive root cause for this event is unk. It is unk if pt and/or procedural factors contributed to the event.

Event description:
It was reported that upon deployment of a vena cava filter, the filter limbs did not fully expand. The filter was successfully retrieved with a snare device and another filter was deployed. There was no reported pt injury.